Event description:
Distributor received call concerning accident on (B)(6) 2009. They contacted facility to fill out report and to investigate what might have cause accident. When they got to the facility they failed to respond to any questions that were asked concerning the accident. The observations of the distributor was that it is possible that the actuator came apart at the top of the motor. But again the facility would not relay any info to them while at the facility.

Manufacturer narrative:
Facility initially wanted distributor to replace all the actuators on all of their lifts. Once the distributor showed up with new actuators, the facility told them they did not want any of them replaced. As stated earlier the staff gave the distributor no info concerning this accident so our report is very vague as we are not sure what could have happened to cause this accident. Distributor's report is included with this report as is the warranty card info on the lift in question. I didn't fill in any eval codes as the distributor was unable to get any info from the facility regarding this accident.